Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 95% stenosed lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. The 2.75x38 taxus liberte stent was unable to cross the lesion. The procedure was completed with a different device. The patient status is listed as good with no complications reported. Device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that there was stent damage on the proximal end. Struts on stent row # 1 from the proximal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).